Manufacturer narrative:
D6: corrected manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a pump exchange due to abnormal low flow readings, elevated motor power, rotor instability and harmonic compensation faults. Evaluation of the returned pump did not reveal any findings that would have contributed to the reported events. It was noted that the patient required systemic rv implant for fontan physiology. The pump was returned assembled with the pump cable severed approximately 5¿ from the pump header. The severed distal end was also returned, measuring approximately 12" in length. The modular cable was also returned. The sealed outflow graft was not returned. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted system controller and left ventricular assist device (lvad) log files collectively contained events from the pump implant procedure on (B)(6) 2024. A few minutes after pump initialization, harmonic compensation fault flags became active. A transient increase in rotor noise to 100 um, resulting in rotor noise faults, was observed at 14:38:46. The harmonic compensation flags remained active for the remainder of the log file. The reported elevation in pump power was captured in the controller event log file, reaching a high of 7.1 watts. No other notable events were observed, and the pump appeared to have operated as intended. The lvad event and periodic log files retrieved from the returned device contained additional harmonic compensation flags as well as transient increases in rotor noise resulting in rotor noise faults. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also explains that changes in patient condition can result in low flow. Section 8 of the patient handbook also contains a section on handling emergencies. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow was to be low and power was trending up. It was noted that the patient was newly implanted with a heartmate 3. The log file contained various alarms associated with the new implant. Additionally, there were abnormal low flow readings, elevated motor power, motor instability and harmonic compensation faults were seen in the log files. The parameters may indicate something was interfering with rotor rotation limiting flow. The pump was exchanged and log files from the new pump were submitted. The new log files showed that the mechanical circulatory support equipment was operating as intended.